Event description:
Rn of home patient reported leak at twist clamp of 5 month old transfer set. Rn reported home patient's transfer set was changed and home patient was treated with 1 gm vancomycin x 1 as a precaution. No home patient injury reported as per rn.